Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported customer concern regarding "potential cybersecurity concerns we are seeing for our bd 8015" pc unit. Per report, the customer uses " asimily to monitor potential risks" and their 8015 pc units have been "flagged for 5 cves" (common vulnerabilities and exposures. The customer stated that they browsed bd website's bulletin & patches page and was able to find a notice for cve-2019-12255 that involves a software upgrade to resolve. The customer reached out to bd asking if the remaining 4 cves they are seeing are applicable, which apparently were not on that page in bd website: cve-2019-12260. Cve-2019-12261. Cve-2019-12256. Cve-2019-12258. There was no patient involvement.

Event description:
It was reported customer concern regarding "potential cybersecurity concerns we are seeing for our bd 8015" pc unit. Per report, the customer uses " asimily to monitor potential risks" and their 8015 pc units have been "flagged for 5 cves" (common vulnerabilities and exposures. The customer stated that they browsed bd website's bulletin & patches page and was able to find a notice for (B)(4) that involves a software upgrade to resolve. The customer reached out to bd asking if the remaining 4 cves they are seeing are applicable, which apparently were not on that page in bd website: (B)(4). There was no patient involvement.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established additional information : imdrf annex a,g,b,c and d codes.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Additional information: imdrf annex b codes.

Event description:
It was reported customer concern regarding "potential cybersecurity concerns we are seeing for our bd 8015" pc unit. Per report, the customer uses " asimily to monitor potential risks" and their 8015 pc units have been "flagged for 5 cves" (common vulnerabilities and exposures. The customer stated that they browsed bd website's bulletin & patches page and was able to find a notice for (B)(4) that involves a software upgrade to resolve. The customer reached out to bd asking if the remaining 4 cves they are seeing are applicable, which apparently were not on that page in bd website: (B)(4). There was no patient involvement.